Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. (B)(6).

Event description:
It was reported that a shaft break occurred. A 3.00mm x 15mm emerge balloon was advanced to the lesion site, but while inflating the balloon, no dye could be delivered to the balloon. While removing the device, and while still inside the patient, the shaft broke. The device was pulled out, and the procedure was completed with another of a same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. A 3.00mm x 15mm emerge balloon was advanced to the lesion site, but while inflating the balloon, no dye could be delivered to the balloon. While removing the device, and while still inside the patient, the shaft broke. The device was pulled out, and the procedure was completed with another of a same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
B3 date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. At 92.4cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Product analysis confirmed the reported break as there was separation of the device. There were also numerous unreported kinks.

Event description:
It was reported that a shaft break occurred. A 3.00mm x 15mm emerge balloon was advanced to the lesion site, but while inflating the balloon, no dye could be delivered to the balloon. While removing the device, and while still inside the patient, the shaft broke. The device was pulled out, and the procedure was completed with another of a same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. (B)(6).